Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: unk, strip code: unk, strip storage: unk, symptoms: disoriented, confused, seizures, hypoglycemic. Emergency medical tech reported a pt was getting high readings. Their meter allegedly was inaccurately high. The result in the hospital was 55 mg/dl and the emt meter was 35 and 45 mg/dl. The time difference between emergency medical tech's meter and the lab was 30 mins. Treatment was unk. No further info has been reported.